Manufacturer narrative:
Continuation of d10: product ID: envpro-16, product type: 0195-heart valves, implant date: na, explant date: na; product ID: evolutr-34, product type: 0195-heart valves, implant date: na, explant date: na; product ID: l-envpro-16, product type: 0195-heart valves, implant date: na, explant date: na; product ID: envpro-16, product type: 0195-heart valves; implant date: na, explant date: na; lunderquist guidewire (non-medtronic), implant date: na, explant date: na. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, multiple recaptures were performed due to unsatisfactory implant depth. The valve was subsequently withdrawn from the patient. A second valve was inserted into the patient and was positioned at a depth of 5 to 6 millimeter (mm) on the first deployment attempt. No leak was observed and the patient¿s hemodynamics were satisfactory. A decision was made to implant the valve at this depth. The non-medtronic (lunderquist) guidewire was retracted as per the cuspal overlap technique. The paddles were released very slowly. However, as the second paddle was released, the valve dislodged into the left ventricle. The waist of the valve was approximately level of the native annulus. Aortic regurgitation and significantly reduced diastolic pressure was observed. No treatment or intervention was reported. It was noted that the patient¿s native annulus perimeter was 91mm and that the left ventricular outflow tract (lvot) measured similarly. No additional adverse patient effects were reported.

Event description:
Additional information was received that one day following the valve implant, the valve was explanted and the surgical valve was implanted uneventfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description h6- method code additional codes - imf health impact code h10 - product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. There is evidence of three to four recaptures. A new valve was prepped, and fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed to 80% and depth assessment was performed. Imaging shows that the depth at the non-coronary cusp was approximately 8 millimeter (mm). Depth assessment at the left coronary cusp (lcc) was performed in the left anterior oblique (lao) view and was approximately 8mm. In this case, a recapture was warranted. However, the valve was released resulting in a ventricular dislodgement to the level of the waist, and significant aortic insufficiency. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. Following the dislodgement of the valve, severe aortic regurgitation was observed. One day following the valve implant, the patient underwent surgery due to the valve dislodgment and the patient was reported to be recovering. No additional adverse patient effects were reported.